Event description:
Follow up information received reported that the implantable neurostimulator and extension component were replaced after a short circuit was discovered. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported the battery depleted within a year and it was suspected the depletion might be inappropriate. The battery was explanted. No further details were provided.

Manufacturer narrative:
(B)(4)